Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 25mm navitor vision was chosen for implantation, utilizing an unknown flexnav delivery system. The patient presented with atrial fibrillation (afib) and a brief period of low blood pressure. The patient was taking oral anticoagulants (oac) prior to the procedure for pre-existing afib. The valve was implanted at a depth of 5mm. Post deployment, prior to leaving the cath lab, an iatrogenic circumferential pericardial effusion was observed in the pericardium, and cardiac tamponade was observed. The patient¿s activated clotting time (act) level was reported to be above 250 and heparin was administered to the patient during the procedure. The cardiac tamponade had been developing throughout the procedure. It was noted that the pericardial effusion was not related to an abbott device but was related to temporary pacing wire puncture of the right ventricle. To treat the pericardial effusion, pericardiocentesis was performed. It was noted that protamine/reversal agent was administered during or after the procedure. The patient required a prolonged hospital stay for monitoring of rhythm.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pericardial effusion could not be conclusively determined. The reported cardiac tamponade appear to be cascading events of the pericardial effusion. It is possible that procedural conditions or patient condition contributed to this issue. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as pericardiocentesis was performed for the pericardial effusion.